Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 89 mg/dl and 98 mg/dl. Then, 20 minutes later she received the following results on the nano system within 10 minutes: 336 mg/dl and 109 mg/dl. Requested return of suspect device and replacement was sent.